Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. To resolve the reported issue, the motion batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect motion batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, a critical battery error message appeared on the imaging system. No additional information was provided. There was no patient present when this issue was identified.